Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was unable to be interrogated. Troubleshooting recommendations were provided. No patient symptoms or intervention was reported.